Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device.  The unit was tested and was found to have a hole in the hose which was the cause of the oil on the hose.  Therefore, the reported condition was confirmed.  The assignable root cause was determined to be misuse.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was discovered that the motor device was leaking oil and the hose of the device was covered in oil. It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.